Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's father was advised to remove devices in bluetooth device settings, which was unsuccessful at establishing a connection. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.